Event description:
A neurosurgeon has been using ethicon vicryl suture for many years. They have always been very pleased with the quality of the suture unitl this past year. They are now seeing a very notable change in the quality. The suture is not sustaining the tensile strength that is expected, and it is consistently breaking during routine ties. The braid unravels and tethers causing increased drag as it passes through tissue. When using the 4-0 vicryl on subcutaneous closure, the suture is often not absorbing and is expelled through the incision. A temporary superficial infection is often a result. Neurosurgeon is sending a sample of 3-0 vicryl suture that they were trying to use in a lumbar laminectomy procedure to demonstrate the lack of quality in the suture. He works out of two different surgical facilities and has noticed the problems with the suture in both locations. Quality assurance needs to be enforced in the product at the manufacturing level. The correct measures should be taken to investigate the current quality assurance protocol and implement a more accurate system.